Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the returned of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that half way through an endoscopic vein harvesting procedure, the metal heating plate separated from the insulted tip on 1 prong of the vasoview hemopro 2. Nothing fell into the patient and a replacement device was used to complete the procedure. It was noted there was more bleeding and a time delay because of this but no damage to the patient or the vein. The amount of blood loss was not provided and no transfusion was needed. There was just more bleeding in the leg. The only delay was the amount of time it takes to open a second kit, which is minutes if not seconds. The hospital did not report any patient effects.